Event description:
Patient was brought to the surgical suite for intended procedure. Vessel sealer was used for the procedure. However, vessel sealer was not calibrating. Device was changed for another and procedure was continued and completed without further incident. No patient harm. Manufacturer response for vessel sealer, endowrist one vessel sealer (per site reporter) device with surgical coordinator in materials management. And the device returned to the manufacturer.